Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient alleged particles in the water reservoir. In addition, the patient reported that the device was noisy and also nasal/throat irritation or soreness. The patient received their replacement device, and their concerns were in regard to their previous device. The manufacturer received a gfe response where patient stated that he will be returning his device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.